Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, m18164t501, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 07-dec-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). The device was not returned.

Event description:
Avanos medical, inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different events. This is the second of two reports. Refer to 8030647-2018-00656 for the first event. It was reported when suctioning the patient and then bagging/ventilating the patient on the care station afterwards, tidal volume and flow was lost. It was discovered that the spring in the inline suction device had failed and so was constantly suctioning the air out. This occurred in spite of changing the inline suction device out. The device would work for a few hours and then the spring would suddenly fail. Per additional information received on 15-nov-2018, the customer stated that there was no injury to the patient.